Event description:
It was reported that insulin gauge displayed amount different than expected, showing 30 to 60 units instead of expected 260 units on a previous day. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge, and technical support advised customer to call back for troubleshooting if issue occurred again, which customer acknowledged.